Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. The event of capsular contracture is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: capsular contracture baker grade 3.

Event description:
Healthcare professional reported a left side "grade 3 cap con due to galactorrhea of l breast. Pregnancy 2 years before implant. The patient was unaware of her milk discharge nor was it evident on exam pre-op. The patient is now on medication and being treated for it." Device remains implanted.

Manufacturer narrative:
Device evaluation: based on the device analysis grid, the assessments of the complaint are: ¿ capsular contracture : unable to observe since it is a medical event and is not related to the device. ¿ nipple discharge : unable to observe since it is a medical event and is not related to the device. No additional observations: no further actions are required as no issues with the manufacturing process are observed.

Event description:
Healthcare professional reported a left side "grade 3 cap con due to galactorrhea of l breast. Pregnancy 2 years before implant. The patient was unaware of her milk discharge nor was it evident on exam pre-op. The patient is now on medication and being treated for it." Device has been explanted.

Event description:
Device has been explanted.

Manufacturer narrative:
Additional, changed, and/or corrected data.